Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified rate, via a plum pump. At an unspecified time, it was reported that 300mg of taxol was added to the normal saline solution container to deliver at an unspecified rate. After unspecified length of time, it was reported that the nurse stated, "I brushed the cassette clave with my hand, bending it over. It immediately sprung a leak." The tubing set was replaced and the therapy was resumed. The customer contact reported that the solution that leaked was cleaned up according to the user facility's protocol. There were no reports of any adverse patient effect and no reported delay in therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.